Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows three successfully performed treatments. Two potential treatments could be identified in the logfile. No relevant deviation between planed and performed energy is detectable for the reported treatment (canal and bed cut). Vacuum two dropped and let to the information message 'suction pressure pump two too low' followed by the information message 'vacuum exceeds limits - treatment is aborted. Repeat vacuum check'. The other treatments on that day do have stable vacuum one and vacuum two values. A root cause for the customer¿s reported event could not be determined conclusively, however it is unlikely that a product malfunction contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that loss of suction, during bed cut in the unknown eye of a patient, during surgery.